Manufacturer narrative:
The cause of the priming problem was an unintended user error that kinked the exterior purge tubing under the paper tubing label.

Event description:
It was reported that a patient implanted with an impella pump experienced an air in purge alarm. The cassette was replaced twice but the error persisted over the next two days. The patient remains in stable condition on impella support.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Updated information: b5 additional information. D3 MFR fax number added.

Event description:
The issue was resolved by replacing purge cassette and reeducation staff on proper steps when changing purge fluid bags to reinforce the need to follow the prompts exactly to avoid error occurring.

Manufacturer narrative:
Additional information received and reviewed. Information received provides the patient's outcome after support. The impella pump placed for support was explanted. The patient was reported to have survived at the time of explant and was subsequently bridged to transplant. D6b and d6a dates were repopulated. Further information was received, specifically the return of the device, and evaluation/analysis is currently in progress. Accordingly, section d9 has been updated to reflect the device receipt date. Section h6 (investigation type, findings, and conclusion) has also been updated to align with this information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc., or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
A correction is being made to fields d6a implant date and d6b explant date. The information previously captured in these fields within the initial and follow-up reports was entered in error and should be disregarded, as the cassette is not an implantable device.

Manufacturer narrative:
Updated information: d3 MFR fax number added. D6b explant date added.